Event description:
Info received indicates the ground resistance on the bed is too high.

Manufacturer narrative:
The tech found the ground wire was loose inside of the power cord plug. The tech tightened the ground connection to repair the bed.